Event description:
Additional information was provided regarding the explant in 2013. It was stated that an exact reason for the explant was not provided in the patient's notes, but there was no indication of a device issue or malfunction in the notes either. There was a note from 2013 that stated the patient had pain from the vns (not specified location) due to weight loss and that the patient wanted the device removed. This was all the information that was able to be provided. No additional or relevant information has been received to date.

Event description:
Information was received from the patient that vns made her seizures 10 times worse and because she already had lots of seizures, it had to be explanted. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.